Event description:
The following info was provided by the cook area rep based on comments made by the user: tip from quicksilver bipolar coagulation probe broke off intraoperatively. Several attempts were made in an effort to collect add'l info regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event. However, the info able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was related for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Tip breakage can occur if the tip comes into contact with a hard surface during use and/or general handling. Breakage of the probe tip comes into contact with a hard surface during use and/or general handling. Breakage of the probe tip can occur if the distal end of the endoscope is deflected more than 15 degrees when the bipolar probe is advanced or withdrawn from the accessory channel of the endoscope. The instructions for use warn the user not to pass the probe through an endoscope whose distal end is deflected at an angle more than approx 15 degrees. Prior to distribution, all cook endoscopy quicksilver bipolar probes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.